Event description:
Additional information received from the manufacturer's representative reported the patient fell and hit the battery site with the corner of a coffee table. Soon after that he felt burning to the battery site while the stimulation was on. The device system was removed and it was noted it was indicated for lower back pain and lower extremities. The device was used within the patient for treatment. There was no patient death and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that they fell a couple weeks prior to this report. He fell on the corner of the coffee table right onto his battery site. Since then he would feel warming at the battery site when he would turn it on. He also was not getting good stimulation. The healthcare provider called to request reprogramming. An impedance check was performed and electrode 14 was found to be greater than 10000 ohms. Reprogramming was attempted to provide a couple new programs to see if they could get adequate stimulation but the patient reported the battery warming at the site again. The patient was advised to not use the device and it was noted that he had a follow-up in a couple weeks to set up an appointment for a battery/possible lead replacement. The patient was noted to be alive with no injury. No surgical intervention had occurred and one had not been scheduled. However, one was planned. Additional information received from the rep reported that the surgery had not been scheduled as of (B)(6) 2015. Relevant medical history included chronic back pain and non-malignant pain. This event will be updated if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See manufacturer¿s report # 6000153-2015-00428 regarding one of the leads for this system. Upon further review, (B)(4) no longer applies to the implantable neurostimulator (ins). Analysis of the implantable neurostimulator (ins) [serial # (B)(4)] found the device was functionally okay with insignificant anomalies. Test results from device heating during stimulation indicated the ins did not behave differently from the control device. No abnormal hotspots were observed from ir images, and the thermocouple data closely matched control data. Upon further review, evaluation results and evaluation conclusion no longer apply to this event.